Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and severely calcified lesion located in the mid rca. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that during positioning the stent catheter was severely kinked and when an attempt was made to deploy the stent inflation difficulties were encountered during the first inflation. The balloon was only able to be inflated to 2 atm regardless of how many attempts were made to deliver more pressure. The proximal and distal portions of the stent flared at 2 atm. It was suggested that balloon burst/leak occurred. The stent was therefore unable to be deployed. The wire, stent and guider were then all removed at once and the stent was not on the balloon after removal of all products and appears to have dislodged. The stent was not visualized under fluoroscopy following removal. It is unknown if the stent was left in the body. No patient injury was reported.

Manufacturer narrative:
The device returned with a detachment on the hypotube. It was reported that the detachment occurred upon removal of the device. Device evaluation: a stopcock was attached to the luer of the device. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the inflation lumen. The delivery system returned with a detachment on the hypotube 28.9cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 2cm proximal and distal to the detachment site. Deformation was evident to the distal tip. The hypotube was cut immediately distal to the kink in order to attach a makeshift luer to aid inflation. The balloon returned with blood visible in the balloon and inflation lumen. The delivery system was placed in the waterbath to disperse the blood in the balloon and inflation lumen in order to aid inflation. The balloon passed negative prep. On pressurisation of the delivery system the balloon inflated. The balloon-maintained pressure. The inner distal appeared to be deformed with the material appearing bow shaped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.